Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported in the journal article that there were eleven (11) cases of complications or technical problems related to intra-articular screw sub-optimal surgical technique, including possible tendon irritation or pain as a result. No further information has been provided.

Manufacturer narrative:
(B)(4). Report source foreign. The event occurred in (B)(6). Literature: wilson, james et al. ¿volar locking plate fixations for displaced distal radius fractures: an evaluation of complications and radiographic outcomes.¿ hand (2017): 1558944717717505. Https://doi.org/10.1177/1558944717717505. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The journal article reported 11 cases of surgically related malposition or improper placement of intra-articular screws/peg. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Date of journal article publication. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported in the journal article that there were eleven (11) cases of complications or technical problems related to intra-articular screws. No further information has been provided.